Event description:
It was reported that the actual residual volume (9ml) was greater than the expected residual volume (0ml). The hcp refilled the pump and 24 hours later the patient experienced withdrawal symptoms. The following symptoms were reported: headache, fever, flu-like symptoms, vomiting, shakes, no appetite, and return of back pain. The patient's managing physician was out of town. Another hcp instructed the patient to go to the emergency room, but they were unable to read the pump and troubleshoot. The plan was to x-ray the catheter. Caller indicated that patient was on oral percocet. The pump was delivering hydromorphone. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter, model# 8709sc, lot# n187778004, implanted: (B)(6) 2009, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had gone in early for her refill and there were no alarms going off at that point in time. Upon interrogation, the physician discovered that the pump was empty. According to the pump¿s log, the low reservoir alarm sounded on (B)(6) 2012, and the empty reservoir alarm sounded on (B)(6) 2012. The pump was refilled on (B)(6) 2012. It was also mentioned that the patient had gained some weight but it was uncertain if that was relevant.

Manufacturer narrative:
(B)(4).